Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was cloudy and would not focus. Damage may be from sterilization technique. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Followed up with spd and they are sterilizing the scopes within the IFU guidelines via sterrad. This scope is under warranty and should be replaced as soon as possible.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A cloudy and blurry image was obtained. The lens was cleaned and the image quality inspection was repeated. The image remained cloudy and blurry which suggests the issue with the lens. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure "poor quality image".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was cloudy and would not focus. Damage may be from sterilization technique. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Followed up with spd and they are sterilizing the scopes within the IFU guidelines via sterrad. This scope is under warranty and should be replaced as soon as possible.